Event description:
The pt was revised due to pain, the components were loose.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine root cause of the reported loosening. The need for corrective action was not indicated.